Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to scope connector corroded during user handling of the device resulting in the electrical connection becoming unstable and the reported event occurred. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state:- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that, during preparation for use of their evis exera iii bronchovideoscope, it was discovered that the device would only display the test image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image/only displaying the test image was not confirmed; the device imaged properly as expected. The following additional findings were also noted: separation of the bending section cover glue, dent in the connecting tube, and corrosion of the plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.